Manufacturer narrative:
Product analysis: analysis confirmed the customers comment that the output connector assembly of the external pulse generator (epg) was broken. It was also identified that the battery drawer was stuck. There was a broken tab on the lower case. The upper case was dented. The was an error code noted. All found defective parts were replaced and all other identified issues were resolved. The epg passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular connector was broken there was no patient involvement.